Manufacturer narrative:
No belt clip or transfer guard received with device. No delivery alarms noted during testing. Passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test and excessive no delivery test. Completely broken off reservoir tube lip; tested with a test reservoir and test reservoir did not lock in place properly (loose). Missing reservoir tube o-ring, cracked lcd window, cracked case at display window corners, scratches on reservoir tube window and broken battery tube threads.

Event description:
Customer reported via phone call that a piece of the device was broken off. Customer's blood glucose was high but unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.